Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error and off no power alarm. The customer's blood glucose level was 98 mg/dl. The customer reported that the insulin pump had replace battery alarm without low battery alert. The customer reported that this was not the second occurrence of replace battery alarm without low battery alarm. The customer reported that the battery cap was not damaged. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.